Event description:
Summary: none reported event: 1. A female patient, aged 68 years old presented with a return of passive fecal incontinence 6 months post-insertion of a sacral nerve stimulator. Patient had a bmi of 32, was a non-smoker, and an active farmer. They were on no regular medications. After implantation, there was significant improvement of fecal incontinence and urgency but this had stopped working at 3 months. Despite trialing all the programs at maximum amplitudes, she had no buttock or lower limb paresthesia. An x-ray showed migration and spiraling of the device wires outside the sacral foramina. Subsequent removal and replacement of the device showed twisting of the wires along its longitudinal axis. The patient denied any recent trauma or ¿twiddling¿ the device. The new device worked well. [Medical history includes: patient previously had a laparoscopic ventral rectopexy in 2020, haemorrhoidectomy and transanal delormes procedure for mucosal recurrence of her rectal prolapse 2021].

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country australia (B)(6). (2023) twiddler¿s syndrome in a sacral nerve stimulator. Royal australian college of surgeons. Anz j surg (2023). Doi: 10.1111/ans.18638. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.